Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device was manufactured more than 15 years, ago, the manufacturing records could not be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that an event occurred in which the video function did not function properly due to a defect in the charge coupled device unit (ccd-u) and the image could not be displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to failure of an imaging component. Additional evaluation findings are as follows: 1.) Appearance defect of the cable was noted; 2.) Scope mount wobble was noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was lost. There was no patient injury, associated with the problem, reported to olympus.